Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
Reportedly, during the re-intervention performed on (B)(6) 2017, noise was detected simultaneously in the atrial and ventricular channels. Noise was observed when the patient moved his arm. After opening the pocket, the leads were partially released, and before disconnecting the leads the programmer head was placed over the pacemaker and the leads were moved at subclavian level trying to reproduce the noises; but the noises were not reproduced by moving the leads or touching at that point. Finally, it was decided to replace all the system. Preliminary analysis did not reveal any device malfunction.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states

Event description:
Reportedly, during the re-intervention performed on (B)(6) 2017, noise was detected simultaneously in the atrial and ventricular channels. Noise was observed when the patient moved his arm. After opening the pocket, the leads were partially released, and before disconnecting the leads the programmer head was placed over the pacemaker and the leads were moved at subclavian level trying to reproduce the noises; but the noises were not reproduced by moving the leads or touching at that point. Finally, it was decided to replace all the system.